Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received one (1) sample and two (2) photos from the customer facility for investigation. Based on the visual inspection/evaluation of the samples and photos, bd observed hub/collar separation of the product. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: root cause was improper welding of the eclipse hub and collar. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle was separated at the hub. The problem was noticed before use. No serious injury or medical intervention reported.